Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2012 (B)(6); 6947m implantable tachy lead 2012 (B)(6). (B)(4).

Event description:
It was reported by remote transmission the left ventricular lead threshold has increased. The lead is still in use. No patient complications were reported as a result of this event.